Manufacturer narrative:
Complaint product not returned. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer was able to load a new cartridge. The customer's blood glucose level was 240 mg/dl and it was addressed with a bolus.